Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care recommended the user to allow the system to stabilize and enter in any additional calibrations when prompted. The user later verified that the system was improving as it was showing more accurate readings.

Event description:
On february 28 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.